Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d4: serial or lot#: (B)(6). D9: yes, return date: 19-apr-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: patient ime code(s): (B)(6). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died by organ failure with brain damage, after cardiac arrest with resuscitation, ECMO and impella support for two weeks.

Event description:
A second controller was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
A supplemental report is being submitted for corrections and device evaluation. H10 additional product (B)(6) h4 manufacture date corrected from 30-jun-20187 to 30-jun-2017, h6 imf codes corrected to include f02 and img codes corrected to include g04034. Product event summary: the ventricular assist device (vad) (B)(6) and two controllers (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. External visual inspection of the returned pump did not reveal any abnormalities. Failure analysis of the returned controller (B)(6) revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional finding not related to the reported event, likely due to the handling of the device. Failure analysis of the returned controller (B)(6) revealed that the device passed visual inspection and functional testing. Log file analysis revealed that (B)(6) was the primary controller in use at the time of the reported event. Log file analysis associated with (B)(6) revealed a vad disconnect alarm logged on (B)(6) 2021 at 09:50:47 indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. Log file analysis associated with (B)(6) revealed a vad disconnect alarm at 10:06:53 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. 47 vad stopped alarms were recorded starting at 10:11:01, indicating that the pump failed to restart after several attempts. Several additional vad disconnect alarms and controller power-up events were logged within the analyzed period, likely due to troubleshooting. An analysis of the alarm file revealed that several of the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the vad disconnect alarms was higher than the set speed. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. As a result, the reported event was confirmed. Possible causes of the observed vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm and/or a physical disconnection of the driveline from the controller, likely during troubleshooting. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00502194 is investigating pump failures to restart. Additional products: d4: serial #: (B)(6) h3: yes h4: mfg date: 30-jun-2017 h6: imf code(s): f02 h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d11 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial #: (B)(6) UDI #: (B)(4) d9: yes, return date: 19-apr-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 20-aug-2020 h5: no h6: patient ime code(s): e0602, e0742, e2402 h6: imf code(s): f02, f0801, f1901, f2203, f2301, f2303 h6: img code(s): g04035, g0200701 h6: FDA device code(s): a141204 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d02, d10 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-jun-20187, labeled for single use: no, (B)(4). Additional information has been requested regarding the vad disposition, implant date, and log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) failed to restart during a proactive controller exchange. The patient subsequently experienced cardiac arrest and respiratory dysfunction. Arterial blood gases (abgs), chest x-ray and continuous pulse oximetry were performed and resulted in the patient receiving a ventilator with tracheostomy. It was also reported that the patient was placed on an extracorporeal membrane oxygenation (ECMO) and the outflow graft was occluded with two amplatzer devices. The patient was placed in the intensive care unit (ICU) and continued on high level of catecholamines though urinating low. The patient was added to an urgent transplant list. The vad remains implanted and the controller was exchanged. No further patient complications have been reported as a result of this event.